Event description:
A 3.5mm diameter x 16mm length ave micro stent ii was successfully placed at the target lesion in the lad after dialation with a 3.0mm diameter ptca balloon. The deployed stent was not post dilated with a ptca balloon. Later that same day, the pt returned to the cath lab with thrombosis of the left anterior descending artery. Reopro was administerd to the pt to treat the thrombus, and the stent was redilated with a 3.6mm diameter ptca balloon, as well as a 4.0mm diameter ptca balloon. The subsequent procedure was successful, and there was no add'l clinical sequelae reported relative to the event.